Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v644605, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient was admitted to the epilepsy monitoring unit for monitoring due to falling and multiple jerks. Intervention was noted as video eeg monitory; topomax and neurotin were withheld during monitoring and resumed at discharge. It was noted that the patient was also seen at the hospital for full body twitches. Interveniton was noted as ed visit lab studies and lumbar spine x-rays negative, no intervention.

Event description:
It was reported that the patient had paroxysmal episodes. The patient symptoms were noted as random body twitches, falling to the floor without injury, epileptiform spikes noted on eeg, confusion, admitted inpatient hospitalization for monitoring. Intervention included keppra 500 mg bid, topamax, and video monitoring during hospitalization. The patient outcome was reported as ongoing event.

Event description:
Additional information reported additional eeg monitoring was done and topomax, lamictal, neurotin was withheld. It was also noted that they were encouraged to stop topomax. It was also noted the patient was admitted to the epilepsy unit in (B)(6) 2013.